Event description:
It was reported a secure-c device migrated post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The core migrated at 12 days post-operative. Intra-operative and post-operative imaging was provided for evaluation. The post­ operative image showed that the spacing between the endplates was indicative that the core was not within the confines of the device. Evaluation of the returned core and endplates found damage consistent with the use of surgical instruments during removal. Returned device evaluation found the superior and inferior endplates intact. Deformation patterns on the core indicate it was between the endplates during and after implantation. Implant functionis influenced by various factors such as surgical technique and patient related aspects along with implant factors. The exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, g6, h2, h6, h10.